Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 11/19/2021. H6: investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label, inner shield, or outer cover. Customer states that there was no insulin flow during injection and the pen jams. The returned pen needle was examined and exhibited a broken non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end of the cannula was broken during use of the product by the customer.

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles were unable to deliver insulin or medication and were difficult to operate. The following information was provided by the initial reporter: the consumer reported no insulin flow during injection and stated that the pen jams and when changing the needle it works fine. Date of event: unknown. Samples: available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles were unable to deliver insulin or medication and were difficult to operate. The following information was provided by the initial reporter : the consumer reported no insulin flow during injection and stated that the pen jams and when changing the needle it works fine. Date of event : unknown. Samples: available.